Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow up report will be submitted.

Event description:
The customer reported that during a laparoscopic salpingo case, the device jaws could not be reopened while applied to tissue. The surgeon removed the device from the tissue by using another device to resect the tissue directly adjacent to the locked jaws. There was no injury to the pt.